Event description:
In 2004, the patient was experiencing nausea, chest pain and arm pain and had 3 guardian stents placed (two in the right coronary artery and one in the circumflex). In 2006, the patient experienced nausea, chest pain, and arm pain once again and had a 2.5 x 18 cypher stent implanted in the left anterior descending (lad) artery. His pains subsided, but 4 months later, he began to have the same symptoms as indicated above. He went to the hospital and had an angiogram done that revealed that the initial cypher that was implanted had restenosed. The physician went ahead and implanted another 2.5 x 18 cypher stent. The patient indicated that all of his pain has gone away since he had the second cypher implanted.

Manufacturer narrative:
The product is not available for testing. Additional information will be submitted upon 30 days of receipt.